Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 393, 416, 323, 308 and 210 mg/dl. The customer¿s expected am fasting blood glucose test result range is 150-190 mg/dl and expected non-fasting blood glucose test result range is 200-250 mg/dl. The customer feels well and did not report any symptoms. Customer stated he had gone to the hospital on (B)(6) 2022 when he had obtained the blood glucose test result of 308 mg/dl non-fasting. At the hospital, customer's blood glucose test results had been 190 and 200 mg/dl non-fasting; tests were taken one hour after customer had obtained the result of 308 mg/dl. Customer did not receive any medical treatment had was discharged the same day. During the call, a blood test was performed by the customer non-fasting and produced test result of 419 mg/dl using true metrix meter; the customer was not satisfied with the result obtained. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 04/22/2023 and test strips were opened two weeks prior to call. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in a follow-up call on 07-feb-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.